Event description:
It was reported the lead had bipolar impedance of 100 ohms, and intermittent capture at 7.5 volts. The lead was capped and replaced. No patient complications have been reported as a result of this event.